Event description:
It was reported the balloon ruptured during dilatation of a stent in the left iliac artery. Resistance was encountered upon removal of the balloon catheter. Continual attempts to remove the balloon catheter against resistance resulted in a segment of the balloon material detaching in the pt. No retrieval of the balloon material was attempted and the balloon material remains in the pt. The pt's condition is good. No further details are available regarding the circumstances surrounding this event. This device has not been received for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. Therefore, co believes the above factors may have contributed to this event and do not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event. Directions for use state: "ultra-thin balloon dilatation catheters are recommended for percutaneous transluminal angioplasty for the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."